Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
An optometrist reported a pt with light sensitivity at the three week post (prk) photorefractive keratectomy visit. The steroid drop was increased. Pt has stopped the steroid and light sensitivity has resolved. There are two medical device reports associated with this event. This report references the right eye.